Event description:
During the initial implant procedure, the atrial lead was unable to be inserted into the atrial lead port of the device. Upon investigation, a spring was found to be lodged in the atrial lead port. A replacement device was used to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of loose contact spring in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was noted to be dislodged and stuck behind the setscrew connector block.